Event description:
A caller reported experiencing a minimum fill notification, which led to the use of multiple cartridges. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller replaced the malfunctioning cartridge with a new one that functioned correctly and was advised to clean the area around the pneumatic tap. Guidance was provided to contact technical support for real-time troubleshooting if the issue recurs. Although the caller requested reimbursement due to using multiple cartridges, she declined an offer for replacement supplies and also rejected a $200 reimbursement, instead requesting $600. The reimbursement request process with legal was initiated, and the caller was advised to upload data, although she encountered issues and was expected to follow up for further assistance.